Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in back-up vvi mode. Technical support was contacted and suspected the cause of the back mode was exposure to electromagnetic interference. The device was reprogrammed to resolve the event. The patient was stable.